Event description:
It was reported that the leakage was found near the bifurcation part of the catheter. No patient harm reported.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leaking catheter was confirmed and the cause appeared to be use-related. The product returned for evaluation was one 5fr d/l groshong catheter. Usage residues were observed throughout the sample and the extension tubing markings were partially worn. A longitudinally aligned split was observed just distal of the molded joint. The split occurred at the corner of a permanent kink impression. An attempt to infuse water through the sample using a 12ml syringe revealed both lumens to be patent to infusion; however, when flushing the red-luered lumen, a leak was observed emanating from the aforementioned split. The sample kinked preferentially at the site of the kink impression during manual manipulation. Microscopic inspection of the split revealed inward curving edges. The split edges exhibited a granular texture. The split features, permanent kink impression and preferential kinking were consistent with damage caused by kinking of the catheter tube. The usage residues and marking wear indicated that kinking occurred during device use and the location of the kink suggested that catheter securement likely caused/contributed to the damage. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the leakage was found near the bifurcation part of the catheter. No patient harm reported.